Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the right coronary artery. The balance middleweight (bmw) guide wire was advanced but was getting hung up in the guiding catheter. The guide wire met resistance during removal from the guiding catheter as well. Outside the patient anatomy, it was noted that the polymer was bunched creating a bump on the guide wire. A new bmw guide wire was used successfully with the same guiding catheter in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. The reported difficult to position was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported material twisted was able to be confirmed as there was noted foreign material present on the device. Chemical analysis concluded the fibers wound around the guide wire were cellulose (most likely cotton) with blood. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation/prior to inserting the guide wire interaction with a clean wipe and/or other material resulted in the reported material twisted/noted foreign material adhering on the guide wire; thus as the guide wire was advanced resulted in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.